Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
Evaluation shows that npf springs are intact and work good. This is no longer a reportable event.

Event description:
The dealer states that the spring to the break has broken and popped off.

Event description:
The dealer states that the spring to the break has broken and popped off.